Event description:
It was reported that a bd¿ blunt fill needle was coring. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the sample shows the foreign matter in the connection area of the needle and the syringe. Bd columbus quality looked at all areas of the device: hub cannula, syringe, vial stopper of the solution. The needle measured within specification limits for angle. There was a piece of grey matter on the stopper in the syringe. It appeared longer than the depth of the grey stopper in the medicine. The grey vial stopper didn¿t show any coring. There are in process checks on coring for every batch multiple times during production runs. The sample supplied didn¿t meet the coring rejection criteria as the actual coring test performed on the cannula sample was acceptable at a = 2 rating. Root cause description: there could be a couple of reasons for the fm: it could be a flake off from the stopper within the syringe and/or use of the blunt cannula when injected into the stopper. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle was coring. There was no report of exposure, serious injury, or medical intervention.